Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4) npi 8015 error code 600.6835 wireless card- network failure there was no patient involvement bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi 8015 error code 600.6835 account name: (B)(6) account #: (B)(4) asset name: 8015 pc unit b/g v9.12 (r023) asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: (B)(6) patient or user involvement: no patient or user harm: no case description: customer called reporting error code 600. 6835 on their 8015 (sn: (B)(4)) failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: informed customer if transferring their network configuration does not clear the error code, then they are looking at a hardware issue. Recommended swapping network card, and cib with a known good unit. If code does not clear, the issue is the logic board. Informed customer logic boards are no longer available. Customer will move forward with my recommendations. Ended call. (B)(4).